Event description:
Patient received several shocks for non-physiologic lead noise on the near field portion of the rv lead. Device had a magnet placed over it to terminate the shock therapy. Device and lead remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.